Event description:
It was reported that the customer received an auto-off alarm after not interacting w/the pump since the previous night. Tandem technical support verified the alarm in the pump history. There was no impact to the customer's blood glucose level. The customer was recommended to contact their health care provider about turning the auto-off setting off.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.